Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Battery voltage dropped from 25.4 to 21 volts. Chair will drive so far and then stop.